Event description:
It was reported a short circuit. There was no case involved.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reporter confirmed that there was no spark on the device and it did not overheat. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with alarm sounding and "short circuit detected" error message on port a only. Cause of alarm and error is shorted electronic components on the main pcb. Four shorted transistors a burned resistor were identified during device evaluation. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.